Event description:
Screw broke at the head of screw and it was decided to not re-attempt a placement. The fragment embedded in bone and was left behind. The hardware was below the level of the anterior body to ensure no pressure on the vessels. Unable to determine lot # of this screw.